Manufacturer narrative:
Additional information was added: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak due to a cut/slice in the lower left front of the bag was identified. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml dua l-chamber eva (ethylene vinyl acetate) bag leaked from unspecified location. This issue was identified ¿after spiking/start of infusion and subsequently took the bag¿. The bag was filled with tpn (total parenteral nutrition). There was no report of patient injury or medical intervention associated with this event. No additional information is available.